Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refp1449 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "a leak' ' with cat# shw20-75ys. Lot# refp1449". (B)(6) 2021 "huber needle leaked at site where needle and tubing connect."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak could not be confirmed as the reported issue could not be reproduced. One 20 ga x 0.75 in powerloc ez infusion set was returned for evaluation. The safety mechanism was fully activated over the needle bevel. Dried blood residue was observed within the device. The infusion set was flushed with water and no leaks were noted. The needle was occluded in order to pressurize the device, but no leaks were observed under sustained pressurization. Dried blood residue was noted in the area surrounding the housing and extension tubing. No splits in the tubing were noted and a leak path was not identified in any portion of the infusion set. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause. Since no leaks were noted during infusion and pressurization of the device during functional testing, the complaint could not be confirmed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "a leak" with a huber needle. 08/24/2021 " huber needle leaked at site where needle and tubing connect."